Manufacturer narrative:
The pump was returned to moog and subjected to a number of mechanical and flow-related tests. It performed according to specifications. The complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated: "yesterday rate was set at 43ml/hr and dose at 160ml. A 175ml of neocate splash was placed in the feeding bag, pump ran for one hour and food was gone. There were no alarms and the pump continued to run pushing air (mom states she did get most of the air out of the bag prior to starting feeding)." No injury to the patient was reported.